Event description:
It was reported that during a procedure using the da vinci 5 system, staff encountered an error 23062 related to the armrest ergo, and the site power cycled. Technical support verified the fault and noted that the armrest actuator had previously been recalibrated; follow-up was recommended to resolve the issue. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed by the field service engineer, who verified the occurrence of error 23062 faults on the armrest, recalibrated the armrest motor actuator, and subsequently replaced the armrest motor module to address the issue. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy,motor module,armrest,ssc was analyzed and the error 23062 was verified in system logs. Troubleshooting indicated that error 23062 pointed to the armrest motor module, which was proactively replaced. Visual inspection found no problem related to the reported issue, and testing on an internal system did not replicate the fault.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error on the system pointing to the armrest motor module on the console and replaced the module to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The motor module was analyzed and found to have a have no functional issues when installed on a test fixture. The 23062 error was confirmed in the field logs confirming the issue occurred. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Although a malfunction was confirmed as happening through the field logs, the issue is unable to be traced more specifically at this time. Failure analysis was unable to replicate the issue.

Event description:
Refer to h11 for follow-up information.